Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary and bowel problems and dyspareunia.

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2010 and (B)(6) 2011 and mesh were implanted. Dates were not clarified. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.